Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low sensing during a device change out procedure. The lead was replaced. The patient was stable post procedure.